Event description:
It was reported to philips healthcare that the device had trouble reading ECG on a patient as the waveform was noisy. There was no negative patient impact.

Manufacturer narrative:
(B)(4).